Event description:
It was reported that after pre-dilatation of the mildly tortuous, heavily calcified right coronary artery was performed, an attempt was made to cross with a 3.0x23 mm xience v stent; however, it failed to cross. It was removed from the patient, without resistance. Additional dilatation was performed; however, the same xience v failed to cross. During the attempt to remove the stent delivery system from the patient, the stent implant caught on the guiding catheter and could not be removed. The xience v stent delivery system (sds) and the guiding catheter were removed together as one unit. After removal of the sds, dim contrast was noted in the lesion. A new 3.0x23mm xience v stent was implanted in the lesion, after which the dim contrast was no longer visible. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide cath: mach1 6f al0.75, 6f al1. (B)(4): re-insertion. Evaluation summary: evaluation of the returned 3.0 x 23 mm xience v stent delivery system (sds) noted the stent implant was stationary on the tightly folded balloon and between the markers. Additionally, there were crimp marks on the balloon between the markers. The tip length met manufacturing criteria. The proximal end of the stent implant was mangled distal to the proximal marker band. The middle and distal stent implant outer diameters (od) met manufacturing criteria; however, the proximal od was not taken due to the noted damaged. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or the tip of the guiding catheter during retraction of the device. In this case, the patient anatomy was mildly tortuous and heavily calcified, which likely contributed to the failure to cross. It is likely that as the sds was retracted after the failed attempt to cross the lesion, the stent struts interacted with the tip of the guiding catheter, causing damage to the stent and contributing to the reported resistance, as there was no damage noted to the stent or sds during the inspection prior to use. The guiding catheter used in the procedure was not returned; therefore it is not known how it may have contributed to the difficulties experienced. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. It was reported that the sds was re-inserted after the initial failure to cross. It should be noted that the xience v instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, it does not appear that the IFU deviation contributed to the reported difficulties. It was also reported that a dissection was noted after the sds was removed from the patient anatomy. Dissections are known adverse events as listed in the xience v IFU. A conclusive cause for the reported patient effect and the relationship, if any, to the device cannot be determined. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record revealed no associated nonconforming material records. Additionally, a query the complaint handling database for the reported lot revealed there has been no other incidents reported for difficulty to remove for this lot.